Event description:
Balloon rupture.

Manufacturer narrative:
As reported by our affiliate, during a procedure involving the common iliac artery - external iliac artery, the balloon ruptured. The 80% stenotic lesion was heavily calcified and tortuous. Due to the heavy calcification, the balloon ruptured after inflation (the pressure, frequency, and time are unknown). There was no reported patient injury. The product is available for evaluation and testing. However, the product has not been returned as of this date. Additional information will be submitted within 30 days upon receipt.